Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On the same day this report was received, dianeal and extraneal therapies were discontinued. On an unreported date; the peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis. On unreported date(s), the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and gentamicin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, antibiotic therapy with vancomycin and gentamicin was changed to intravenously from intraperitoneally and was reported to be ongoing. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.